Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a monitoring voltage less than 3.0 volts while in storage mode. The box label voltage was 3.25 volts. This crt-d was returned to guidant for analysis.